Event description:
An altitude alarm was reported by the customer, indicating that the pump was not functioning within the expected conditions. There was no adverse impact on the customer's blood glucose level as it did not exceed 500 mg/dl (27.7 mmol/l). Technical support advised the customer to clean the speaker holes and reconnect the cartridge to resolve the issue, ultimately allowing insulin to resume after a short wait. Technical support planned a follow-up call for improved communication reception.